Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump buttons were sticking. The father did not have the insulin pump at the time of call and could not perform troubleshooting. The insulin pump was not returned for analysis.